Event description:
Between 2005 and 2007, pts required surgery to remove aris trans-obturator tape manufactured by coloplast -formerly mentor-. The product # is 93-4400. This device is surgically implanted as a bladder suspension device used to treat urinary stress incontinence in women. The tape was rejected causing the suspension to fail. The cases were spread out over nearly two years, so it took a while for us to identify this pattern. We have seen no problems with pubo vaginal sling procedures performed with other devices.